Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was pressurized at 6atm, 6atm, and 8atm. However, it ruptured upon fourth inflation at 10atm. The procedure was completed with another of the same device. No complications reported and there was no patient injury.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was pressurized at 6atm, 6atm, and 8atm. However, it ruptured upon fourth inflation at 10atm. The procedure was completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the mid-section of the balloon. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.